Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a crack in the hub of the catheter. A new device was placed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: per the lot history review, this is the 2nd complaint reported for this lot number and issue to date. The quantity affected is 2. Based upon the severity level and lot quantity, a DHR review is required per wiq1412900. Per the manufacturing site: this lot meets all release criteria. A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one locking pigtail 10 fr x 30cm navarre opti drain catheter was returned for evaluation. Visual evaluation was performed. The complaint is confirmed for the report of a cracked hub. The pigtail catheter was received with the proximal end of the hub missing, manifesting a highly irregular break surface with sharp edges. Although the definite root cause could not be determined, it is possible that a molding issue and/or excessively forceful manipulation of the hub contributed to the formation of the crack. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that a crack was allegedly identified in the hub of the catheter. It was further reported that another device was used to complete the procedure. There was no reported patient injury.